Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00537; 3005168196-2019-00539.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal femoral artery using indigo system aspiration catheter 6s (cat6s). During the procedure, the physician made several passes using the cat6 and an indigo system separator 6 (sep6). While in use, the cat6 buckled several times as it was being advanced and retracted. Therefore, the cat6 was removed. The physician then used a second cat6 to make several more passes, however, during use the cat6 became badly kinked in several places. Therefore, this cat6 was also removed. The procedure was then completed using a third cat6 with the same sheath and sep6. It was reported that the physician felt some resistance while using the cat6 because the graft being treated was heavily thrombosed. There was no report of an adverse effect to the patient.